Event description:
Meter name: ultra, strip name: ultra strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: blurry vision. The patient reported they were not able to receive reading. The meter allegedly had a date/time issue. The result on their meter was unknown. The result on the no comparison. The time difference between patient's meter and no comparison. Treatment given, drank cola. No further information has been reported.